Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of less than 200 ohms, intermittent noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The historical ra impedances were stable in the 400 ohms range before and after the low measurement. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the sensitivity had been reprogrammed due to the previous ra noise. Subsequently, ra undersensing was observed, then the patient's rate increased and the device delivered anti-tachycardia pacing (atp). It was unknown if the rhythm was supraventricular tachycardia, or ventricular tachycardia. Programming options were discussed with the hcp again due to the ra undersensing. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of less than 200 ohms, intermittent noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The historical ra impedances were stable in the 400 ohms range before and after the low measurement. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.